Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. In (B)(6) 2010, the patient presented with "sharp stabbing" chest pain associated with mild nausea and some "soreness in chest." The patient was referred for cardiac catheterization. The target lesion was located in the 3rd diagonal. The lesion was 80% stenosed, 2.2mm in diameter and 5mm long. The lesion was treated with direct stent placement using a 2.25x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 3 days later on aspirin and prasugrel. In (B)(6) 2012, the 80% ostial in-stent restenosis of the previously placed study stent in the 3rd diagonal was treated with predilation and placement of a 2.25x8mm non-bsc drug eluting stent. Residual stenosis was 0%. Of note during the procedure, the patient developed several episodes of supraventricular tachycardia which required cardioversion with 100j. Interrogation of the pacemaker revealed that the patient experienced pacemaker induced tachycardia. To prevent this, the pacemaker was re-programmed and the patient was planned to be monitored as an outpatient for 30 days. The patient was discharged 1 day later on aspirin and clopidogrel.